Event description:
It was reported that the customer's insulin pump alarmed. Advised the caller to disconnect the customer from the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a loose drive support disk.